Event description:
Boston scientific crm received information that this device's surgical pocket was revised after the patient presented to a hospital with swelling and tenderness; a possible infection was suspected. There was no report of adverse patient effects due to the revision procedure.

Event description:
One week later, the entire system was explanted due to the infection, and the patient was treated with medication for a clot or tissue that was observed in the patient's right atrium.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
--